Event description:
During a surgical procedure, the focus mechanism handle fell from the surgical light onto the patient. No injury was reported.

Manufacturer narrative:
The light was evaluated by a berchtold corp. Service technician on (B)(4) 2012 at the location where the incident occurred. The spindle that secures the handle to the focus mechanism was found to be broken in half at the point where the set screw to lock the handle in place is inserted. The spindle was replaced and the light placed back into service. The broken spindle was returned for further analysis.